Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from june 28, 2014-june 30, 2014. Evaluation summary: the device was received for evaluation. Visual and microscopic inspection did not identify any abnormalities that could have contributed to the reported condition. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor had particulate matter inside of its bladder. This was identified during or after filling with desferrioxamine and before patient use. There was no patient involvement. No additional information is available.